Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station screen was pitch black, and the refrigerator was beeping.the customer stated that this malfunction caused a delay in dispensing the medications to the patients, but the user managed to retrieve the medication from another machine or pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device screen was pitch black, and the fridge was beeping. A field service engineer found drawer 5 had faulty controller boards, replaced them, and tested successfully. The system functioned as intended after the field service engineer repaired the device.